Manufacturer narrative:
E1 - initial reporter phone: ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the apparatus involved with the air detection testing was not performing the check for air bubbles. F1 fuse on the main printed circuit board is responsible for air detection/clamp and that the fuse has been blown thus leading to the inactivity of the air detection apparatus. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the apparatus involved with the air detection testing was not performing the check for air bubbles. F1 fuse on the main printed circuit board is responsible for air detection/clamp and that the fuse has been blown thus leading to the inactivity of the air detection apparatus. This device doesn't have event log and there was no 12-month service history during the review. The visual and functional testing was performed. The complaint can be replicated the report error by visual inspection. Found loose air detector's connector, broken drain valve, loose screw inside h31b air detector's module, and float switch was not installed properly. The probable cause of the report error is the loose air detector's power supply connector. Reseated air detector's power supply connector to resolve the report error. The h31b air detector module was repaired, replaced drain valve, and reseated float switch assembly. The device passed all functional tests after the repair.